Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided step-by-step guidance for performing a pump reset. After the reset, the cgm error did not reappear, and the caller successfully commenced a new sensor session.